Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse went on site to change out the iesu due to issue with mono/bipolar energy. The fse found bipolar ports were loose and integrated electrosurgical unit (iesu) was replaced and system is tested and ready for use. The fse replaced (iesu) serial number: (B)(4) with serial number: (B)(4) to correct the reported problem. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis could not replicate the monopolar energy issue. No image or video clip for the reported event was submitted to isi for review. A procedure log report review was performed. The colorectal procedure was completed on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the customer converted to another dv system after the start of the procedure due to the monopolar energy issues with the generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).